Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 23-mar-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a plaintiff who had essure inserted and was diagnosed with a small area of possible cyst in the right ovary/ dermoid cyst and was submitted to a laparoscopic right ovarian cystectomy. She experienced menorrhagia/heavy bleeding, pelvic pain and 1.9 cm uterine fibroid and underwent a vaginal hysterectomy to remove her uterus and cervix, five years after essure insertion. The pathology report demonstrated that left lateral wall subseral coiled wire identified in uterus (migration of the essure device). After the surgery, plaintiff experienced bleeding for approximately eight weeks after surgery and a hemorrhagic follicle/cyst on the right ovary was identified. Uterine leiomyoma, ovarian germ cell teratoma benign and haemorrhagic ovarian cyst are unanticipated in essure's reference safety information whereas other events are unanticipated. Pelvic pain and changes in bleeding patterns, including heavy and unscheduled bleeding, may occur within consumers under essure use. Although pelvic pain could be alternatively explained by embedded device and bleeding by ovarian cysts and uterine fibroid, based on a positive temporal relationship, causality between these events and suspect insert cannot be excluded. The exact time point and mechanism of embedment is not known. Considering the temporal relationship and the nature of event, it was considered related to essure. Considering the most probable etiologies of uterine leiomyomas, ovarian cystas and ovarian germ cell teratoma, a causal relationship between them and essure can be excluded and as genital haemorrhage plaintiff experienced after surgery was considered related to essure. This case was regarded as incident due to the surgical procedure required. In addition, non-serious events were reported. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia/ heavy bleeding"), pelvic pain ("pelvic pain"), uterine leiomyoma ("1.9 cm uterine fibroid"), embedded device ("migration of the essure device / left lateral wall subserosal coiled wire identified in uterus"), ovarian germ cell teratoma benign ("a small area of possible cyst in the right ovary/ dermoid cyst"), genital haemorrhage ("bleeding for approximately eight weeks after her surgery") and haemorrhagic ovarian cyst ("hemorrhagic follicle/cyst on the right ovary") in an adult female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient started essure. On (B)(6) 2012, 1624 days after starting essure, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), abdominal pain lower ("lower abdominal pain") and ovarian germ cell teratoma benign (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("post-op vaginal bleeding") and haemorrhagic ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and clinically significant/intervention required), uterine leiomyoma (seriousness criteria medically significant and clinically significant/intervention required), embedded device (seriousness criterion medically significant), device expulsion ("migration of the essure device / left lateral wall subserosal coiled wire identified in uterus"), alopecia ("hair loss") and vaginal haematoma ("hematoma was visualized on vaginal cuff"). The patient was treated with surgery (vaginal hysterectomy to remove her uterus and cervix on (B)(6) 2013 due to menorrhagia), surgery (vaginal hysterectomy to remove her uterus and cervix on (B)(6) 2013 due to pain), surgery (vaginal hysterectomy to remove her uterus and cervix on (B)(6) 2013 due to uterine fibroid) and surgery (laparoscopic right ovarian cystectomy for a symptomatic dermoid cyst on (B)(6) 2012). In (B)(6) 2014, the genital haemorrhage had resolved. At the time of the report, the menorrhagia, pelvic pain, embedded device, device expulsion, alopecia, ovarian germ cell teratoma benign, vaginal haemorrhage, vaginal haematoma and haemorrhagic ovarian cyst outcome was unknown and the uterine leiomyoma outcome was unknown and the abdominal pain lower had not resolved. The reporter considered menorrhagia, pelvic pain, uterine leiomyoma, embedded device, device expulsion, abdominal pain lower, alopecia, ovarian germ cell teratoma benign, genital haemorrhage, vaginal haemorrhage, vaginal haematoma and haemorrhagic ovarian cyst to be related to essure. The reporter commented: plaintiff continues to suffer from abdominal pain caused by her remaining essure device. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2008: hysterosalpingogram result was bilateral essure plug occlusion. On (B)(6) 2012: ultrasound pelvis result was a small area of possible cyst in the right ovary. On (B)(6) 2014: ultrasound scan vagina result was hematoma visualized on the vaginal cuff (cont.). On an unknown date: ultrasound pelvis result was 1.9 cm uterine fibroid. On (B)(6) 2013: pathology report - left lateral wall subserosal coiled wire identified in uterus. The fallopian tubes were not removed. On (B)(6) 2014: ultrasound scan vagina (cont.) - which might be related to an essure coil. It also identified a hemorrhagic follicle/cyst on the right ovary. Company causality comment: this spontaneous case report refers to a plaintiff who had essure inserted and was diagnosed with a small area of possible cyst in the right ovary/ dermoid cyst and was submitted to a laparoscopic right ovarian cystectomy. She experienced menorrhagia/heavy bleeding, pelvic pain and 1.9 cm uterine fibroid and underwent a vaginal hysterectomy to remove her uterus and cervix, five years after essure insertion. The pathology report demonstrated that left lateral wall subseral coiled wire identified in uterus (migration of the essure device). After the surgery, plaintiff experienced bleeding for approximately eight weeks after surgery and a hemorrhagic follicle/cyst on the right ovary was identified. Uterine leiomyoma, ovarian germ cell teratoma benign and haemorrhagic ovarian cyst are unanticipated in essure's reference safety information whereas other events are unanticipated. Pelvic pain and changes in bleeding patterns, including heavy and unscheduled bleeding, may occur within consumers under essure use. Although pelvic pain could be alternatively explained by embedded device and bleeding by ovarian cysts and uterine fibroid, based on a positive temporal relationship, causality between these events and suspect insert cannot be excluded. The exact time point and mechanism of embedment is not known. Considering the temporal relationship and the nature of event, it was considered related to essure. Considering the most probable etiologies of uterine leiomyomas, ovarian cystas and ovarian germ cell teratoma, a causal relationship between them and essure can be excluded and as genital haemorrhage plaintiff experienced after surgery was considered related to essure. This case was regarded as incident due to the surgical procedure required. In addition, non-serious events were reported. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia/ heavy bleeding'), pelvic pain ('pelvic pain'), uterine leiomyoma ('1.9 cm uterine fibroid'), embedded device ('migration of the essure device / left lateral wall subserosal coiled wire identified in uterus') and ovarian germ cell teratoma benign ('a small area of possible cyst in the right ovary/ dermoid cyst') in a 32-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2013: pathology report - left lateral wall subserosal coiled wire identified in uterus. The fallopian tubes were not removed. (B)(6) 2014: ultrasound scan vagina (cont.) - which might be related to an essure coil. It also identified a hemorrhagic follicle/cyst on the right ovary. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain") and was found to have ovarian germ cell teratoma benign (seriousness criterion medically significant), 4 years 5 months after insertion of essure. On (B)(6) 2013, the patient experienced genital haemorrhage ("bleeding for approximately eight weeks after her surgery"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("post-op vaginal bleeding") and haemorrhagic ovarian cyst ("hemorrhagic follicle/cyst on the right ovary"). On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion ("migration of the essure device / left lateral wall subserosal coiled wire identified in uterus"), alopecia ("hair loss") and vaginal haematoma ("hematoma was visualized on vaginal cuff") and was found to have uterine leiomyoma (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectmony with bialteral salpingectomy., laparoscopic right ovarian cystectomy for a symptomatic dermoid cyst on (B)(6) 2012, vaginal hysterectomy to remove her uterus and cervix on (B)(6) 2013 due to menorrhagia, vaginal hysterectomy to remove her uterus and cervix on (B)(6) 2013 due to pain and vaginal hysterectomy to remove her uterus and cervix on (B)(6) 2013 due to uterine fibroid). In (B)(6) 2014, the genital haemorrhage had resolved. At the time of the report, the heavy menstrual bleeding, pelvic pain, uterine leiomyoma, embedded device, device expulsion, alopecia, ovarian germ cell teratoma benign, vaginal haemorrhage, vaginal haematoma and haemorrhagic ovarian cyst outcome was unknown and the abdominal pain lower had not resolved. The reporter considered abdominal pain lower, alopecia, device expulsion, embedded device, genital haemorrhage, haemorrhagic ovarian cyst, heavy menstrual bleeding, ovarian germ cell teratoma benign, pelvic pain, uterine leiomyoma, vaginal haematoma and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff continues to suffer from abdominal pain caused by her remaining essure device. But her right coil likely remains in her fallopian tube. Discrepancy noted on essure removal date -(B)(6) 2013 as pe mr diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: bilateral essure plug occlusion. Ultrasound pelvis - on an unknown date: results: 1.9 cm uterine fibroid; on (B)(6) 2012: results: a small area of possible cyst in the right ovary. Ultrasound scan vagina - on (B)(6) 2014: results: hematoma visualized on the vaginal cuff (cont.). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia/ heavy bleeding'), pelvic pain ('pelvic pain'), uterine leiomyoma ('1.9 cm uterine fibroid'), embedded device ('migration of the essure device / left lateral wall subserosal coiled wire identified in uterus') and ovarian germ cell teratoma benign ('a small area of possible cyst in the right ovary/ dermoid cyst') in a 32-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2013: pathology report - left lateral wall subserosal coiled wire identified in uterus. The fallopian tubes were not removed. (B)(6) 2014: ultrasound scan vagina (cont.) - which might be related to an essure coil. It also identified a hemorrhagic follicle/cyst on the right ovary. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain") and was found to have ovarian germ cell teratoma benign (seriousness criterion medically significant), 4 years 5 months after insertion of essure. On (B)(6) 2013, the patient experienced genital haemorrhage ("bleeding for approximately eight weeks after her surgery"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("post-op vaginal bleeding") and haemorrhagic ovarian cyst ("hemorrhagic follicle/cyst on the right ovary"). On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion ("migration of the essure device / left lateral wall subserosal coiled wire identified in uterus"), alopecia ("hair loss") and vaginal haematoma ("hematoma was visualized on vaginal cuff") and was found to have uterine leiomyoma (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy., laparoscopic right ovarian cystectomy for a symptomatic dermoid cyst on (B)(6) 2012, vaginal hysterectomy to remove her uterus and cervix on (B)(6) 2013 due to menorrhagia, vaginal hysterectomy to remove her uterus and cervix on (B)(6) 2013 due to pain and vaginal hysterectomy to remove her uterus and cervix on (B)(6) 2013 due to uterine fibroid). In (B)(6) 2014, the genital haemorrhage had resolved. At the time of the report, the heavy menstrual bleeding, pelvic pain, embedded device, device expulsion, alopecia, ovarian germ cell teratoma benign, vaginal haemorrhage, vaginal haematoma and haemorrhagic ovarian cyst outcome was unknown and the abdominal pain lower had not resolved. The reporter considered abdominal pain lower, alopecia, device expulsion, embedded device, genital haemorrhage, haemorrhagic ovarian cyst, heavy menstrual bleeding, ovarian germ cell teratoma benign, pelvic pain, uterine leiomyoma, vaginal haematoma and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff continues to suffer from abdominal pain caused by her remaining essure device. But her right coil likely remains in her fallopian tube. Discrepancy noted on essure removal date (B)(6) 2013 as pe mr diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: bilateral essure plug occlusion. Ultrasound pelvis - on an unknown date: results: 1.9 cm uterine fibroid; on (B)(6) 2012: results: a small area of possible cyst in the right ovary. Ultrasound scan vagina - on (B)(6) 2014: results: hematoma visualized on the vaginal cuff (cont.). Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 15-jun-2021: mr received. Reporter information, rcc and patient demographics was added.seriousness criteria for event genital hemorrhage and hemorrhagic ovarian cyst updated to non serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.